Event description:
False negative result(s). Customer reporting that the analyzer is reading negative but the visual read is positive for blood and leu (+1). They were unable to provide a picture. They have run controls and they pass. They do clean the strip tray often. Led values are 3325 3471 0162, 3063 2965 0161, 0232 0240 0161. The strips were opened a couple days ago

Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. B4: date of this report d9: is this device available for evaluation? G6: type of report h2: if follow-up, what type? H6: adverse event problem. The final investigation yielded the following conclusion: final product manufacture and qc records for 210126 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. After multiple attempts to contact, customer did not provide additional information to continue investigation.

Event description:
False negative result(s). Customer reporting that the analyzer is reading negative but the visual read is positive for blood and leu (+1). They were unable to provide a picture. They have run controls and they pass. They do clean the strip tray often. Led values are 3325 3471 0162, 3063 2965 0161, 0232 0240 0161. The strips were opened a couple days ago